Event description:
After an implantation period of approximately 59 months it was reported that the impedance and threshold increased. The lead was extracted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 13 cm and 18.5 cm distal to the is-1 connector pin (into three segments). All fragments were received for analysis. The ring electrodes, rv shock coil and lead tip including the fixation helix were found covered in fibrotic growth. Calcifications are known to cause high impedances and thresholds and is thus assumed to be the root cause of the clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.